Event description:
Customer reported that she was hospitalized for high blood glucose and dka.troubleshooting was performed and pump appeared to be operating mormally.occlusion test could not be performed since customer did not have a clamp.